Manufacturer narrative:
As received, a pacemaker was returned with a reported event of infection. Interrogation results were normal with normal preliminary test results. The sterilization records were reviewed on (B)(6) 2019 and no evidence of abnormal sterilization cycle was found. Further information was requested but not received.

Event description:
It was reported that a patient presented with an infection. The physician explanted the pacemaker.